Event description:
It was reported that the tip of the screwdriver broke off intra-operatively during removal of the old screws. The screws were buried in bone. As the surgeon tried to turn out the screw, the tip broke. The tip was retrieved and thrown away. It was also reported the tip of the driver was stripped. A new screwdriver was used to complete the surgery. There was no delay in surgery. No pt complications were reported.

Manufacturer narrative:
(B) (4). The product was returned for eval. Visual examination found a portion of one tab was broken. The broken piece was not returned for analysis. The fractured surface suggested a brittle failure; however, the analysis findings were inconclusive. The edges of the other tabs were slightly damaged. A review of the device history records found no documentation to indicate a non-conformance to specs.